Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Customer reported a low drain volume alarm. Per the call script the assignable cause was determined to be air in patient line. As a sample was not available for evaluation and the patient did not describe any type of use error that might have caused the alarm, the complaint could not be confirmed. The root cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During troubleshooting of a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) reported that there was air in patient line. The technical service representative (tsr) advised the hp in ending therapy. The hp to restart with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the hp on (B)(6) 2011 regarding the reported event, it was revealed that she was fine after and starting over again. The hp did contact her nurse. The hp stated she did not have any injury or need any medical intervention due to this event. She stated that she has been doing fine with therapy.